Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number: (B)(4). Zimvie received one (1) unihg, (gold-tite hexed uniscrew) for evaluation. Visual evaluation of the as returned device identified the screw with signs of use and was observed fractured at the head. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. Device history record (DHR) review was completed for the subject lot number 1231929. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1231929 for similar events and one (1) other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are excessive occlusal forces, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that the fixation screw located in position number #24 failed because it fractured by the head. The doctor reports that the procedure was concluded by placing another screw. Patient with bone type: iii.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.